Manufacturer narrative:
(B)(4). This MDR is to report the second coil used in this event. The axium coil was not returned for analysis as it was left in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. This is same event as reported in MDR 2029214-2015-05020.

Event description:
Medtronic received information that during a coiling treatment of left carotid cavernous fistula, the physician experienced one coil prematurely detached and another coil broke. The first coil was placed, and in the process of repositioning the coils or pulling back on the coil, the coil detached. This coil was pushed into the proper location by utilizing a micro wire. The second coil stretched to a point that it broke and the coil was left in the vein. The coils remained in the patient. No patient injury was reported as a result of this procedure.